Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a broken shaft occurred. Access was obtained via radial artery. The de-novo, concentric shaped, 10mm in length target lesion was located in the mildly calcified, non-tortuous, 3.75mm in diameter ostial left anterior descending artery with a bend between 45 and 90 degrees. The lesion was not pre-dilated. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion. In an attempt to cross the lesion with the device, the shaft broke while advancing. The device was removed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device was returned in two sections as a result of a hypotube shaft break located 24cm from the catheter strain relief. The hypotube was kinked throughout. Shaft kinks are consistent with excessive force being applied to the device during handling/use. The balloon protector cap was returned over the balloon. The protector cap was removed with ease. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a broken shaft occurred. Access was obtained via radial artery. The de-novo, concentric shaped, 10mm in length target lesion was located in the mildly calcified, non-tortuous, 3.75mm in diameter ostial left anterior descending artery with a bend between 45 and 90 degrees. The lesion was not pre-dilated. A 10/3.50 flextome cutting balloon monorail was selected to treat the target lesion. In an attempt to cross the lesion with the device, the shaft broke while advancing. The device was removed outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).